Manufacturer narrative:
The failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. Review of the pump module error logs confirmed motor stall error code 242.4030.0 (motor_stall_failure) was present in the logs. Internal inspection confirmed optical sensor (op1) was damaged on the air-in-line sensor assembly. Replacement of the air-in-line assembly and subsequent functional testing the pump module functioned properly with no further alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from 03/02/2015 to 09/22/2020 and note that this device has been returned for service twice without correlation to the customer reported issue or service repair. Also, there was a production failure q6 (B)(4) for failure of pressure test and rate/volume accuracy test.

Event description:
It was reported that the device displayed a motor stall channel error. There was no patient involvement.